Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was completely dead. The customer's blood glucose value was 6.9 mmol/l. Troubleshooting was performed. The customer stated that insulin pump had crack at the battery compartment, exposed to moisture. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
During motor rewind, the unit returned an unexpected pump error 35 which was unclearable. After further review of the unit¿s interior, there is visible corrosion just about everywhere on electrical board and inside the battery compartment. Not only that but the motor end cap was rusted out. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the pump error 35. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.